Event description:
It was reported that the patient presented to the hospital for an emergency aortic dissection surgery on (B)(6) 2022. After procedure, physician stated that the right atrial (ra) lead may have been cut during the procedure. Upon examination, it was noted that the ra lead had no capture or sensing. During further examination, fluoroscopy revealed distal portion of the lead missing. After extensive search there was no evidence that the distal portion of the ra lead remained in the patient¿s body. The ra lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Event description:
It was reported that the patient presented to the hospital for an emergency aortic dissection surgery. After procedure, physician stated that the right atrial (ra) lead may have been cut during the procedure. Upon examination, it was noted that the ra lead had no capture or sensing. The lead also had under-sensing issues during further examination, fluoroscopy revealed distal portion of the lead missing. After extensive search there was no evidence that the distal portion of the ra lead remained in the patient¿s body. The ra lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events of no capture and no sensing were not confirmed but lead cut was confirmed. As received, only the connector portion of the lead was returned in one piece for analysis. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection found the partial lead to be cut at the end which is consistent with procedural damage.